Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to chest pain and shortness of breath. A remote monitoring transmission indicated that the patient had an non-sustained episode that noted t-wave oversensing occurring. It was also noted that a stored episode from nearly two months earlier also showed oversensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.